Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with stage 1 dlk (diffuse lamellar keratitis) at one day post op. The patient was treated with topical medication. The patient is asymptomatic and does not have any loss of best corrected visual acuity.